Event description:
It was reported that the patient had a lead revision. Details regarding the revision were not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3986a, lot# n147241, implanted (B)(6) 2008, explanted unk; lead model 3986a, lot# n148702, implanted (B)(6) 2008, explanted unk; extension model 37083-60, (B)(4), implanted (B)(6) 2008, explanted unk; extension model 37083-60, (B)(4), implanted (B)(6) 2008, explanted unk; recharger model 37752, (B)(4); programmer model 37743, (B)(4).